Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) device due to recurring incontinence. A patient outcome of okay was reported.